Manufacturer narrative:
There was apparently no injury. No further information could be obtained. Unclear if the reporter witnessed the event. The reporter was unable or unwilling to describe how the event occurred. Some kind of human error is suspected.

Event description:
Reported that a patient fell off the table.

Event description:
Reported that a patient fell off the table.